Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 11.3mmol/l. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to removed battery out of pump for 10 minutes and clean battery compartment. The customer was advised to insert new battery into the pump, it turn on and number weren't clear, there were lines into screen. The customer was advised not to use pump and revert to the syringe if needed. The customer requested for a clear insulin pump.